Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, an amplatzer amulet delivery sheath was used during procedure. On (B)(6) 2022, the patient reported significant bruising with tenderness near the delivery system access site, which had been the right femoral vein. Manual pressure was applied to the hematoma for 20 minutes. It was reported that this event began improving about 48 hours post procedure. No additional information was provided.

Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, an amplatzer amulet delivery sheath was used during procedure. On (B)(6) 2022, the patient reported significant bruising with tenderness near the delivery system access site, which had been the right femoral vein. Manual pressure was applied to the hematoma for 20 minutes. It was reported that this event began improving about 48 hours post procedure. Subsequent to the previously filed report, additional information was received that a perclose prostyle closure device was used to close the access delivery site on the right femoral vein. A blood transfusion was not required.

Manufacturer narrative:
An event of the hematoma was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications.